Event description:
A physician reported a pt who was treated in the glabella, perinasal, periorbital and perioral regions on 20 august 1997. On 06 september 1997, the pt developed intermittent swelling at the periorbital area. The physician prescribed an oral corticoid and topical antihistamine which were not effective.

Manufacturer narrative:
On 20 may 1998, the physician reported that the pt has a history of endocrine orbitopathy since 1996, which could be the cause of the intermittent swelling in the periorbital areas. The physician had not seen the pt & considered the pt lost to follow up.